Manufacturer narrative:
If additional information becomes available, this event will be updated as necessary.

Event description:
Subsequently, boston scientific received information that this patient has sought legal representation and intends to seek legal action against the company. The document contains information concerning a device malfunction allegation. According to the document, the patient was referred to a pacemaker specialist due to device migration, erosion and infection. The patient had been presented back to the electrophysiology (ep) laboratory in (B)(6) 2010 for extraction and replacement of the device/lead system. Additionally, the attorney reported that although this device was not subject to a recall, several serial numbers for this model pacemaker were subject to a voluntary physician advisory (hermatic sealing component) that was issued in (B)(4) 2005 and again in (B)(6) 2006. The patient's attorney believes that this device defect resulted in the need for device extraction and replacement.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.